Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that the tubing no longer had the silicone tubing as a part of the pumping segment. It is unclear if the tubing burst, leaked or separated from the tubing. The customer complaint of leakage was confirmed. A root cause of the issue could not be determined because a physical sample was not received. A device history record review for model 2426-0007 lot number 25045552 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: given the frequency and variety of defects reported with bd alaris lvp #2426-0007, including leakage, it¿s reasonable to consider a temporary or alternative solution to mitigate patient safety risks and operational disruptions. These defects have impacted patient care and workflow, prompting frontline staff to remove affected units from use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.